Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection of the instrument identified roll gear binding between the teeth. Friction was observed when instrument main tube was twisted. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the medium-large clip applier instrument was inspected and tested. Instrument made a crunching sound, and could not be rotated smoothly. There was no report of patient involvement.